Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a higher result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result is unknown. The instrument is performing within specifications.

Manufacturer narrative:
Siemens healthcare diagnostics filed the original MDR (B)(4) 2010. New information provided by siemens healthcare diagnostics inc. Field service engineer (fse) (B)(4) 2010: analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was hm chrome contamination. The siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account and performed repairs and de-contamination procedures. An MDR #1226181-2012-00023 will be filed versus the instrument. The instrument is performing within specifications. No further evaluation of the device is required.